Manufacturer narrative:
(B) (4)

Event description:
The pt experienced a loss of therapeutic effect. All her symptoms had returned 2 weeks earlier. The pt was seen in clinic twice for reprogramming which did not help or last at all. There was no accident or incident related to the complaint. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.